Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 500 mg/dl because the pharmacy gave her the incorrect insulin. The customer's high blood glucose levels were due to her eating more and not controlling her eating habits. She did not monitor her blood glucose level closely. When she took her infusion sets off, she noticed the cannula had tissue inside or the infusion set was flat. The product was not returned. Nothing further to report.